Manufacturer narrative:
The customers report of no ECG signal was confirmed during review of the device's activity log; however, the device was put through extensive testing without duplicating the malfunction. It's important to note, circumstances outside a device malfunction could result in poor coupling between the patient and electrode pads. As part of this investigation the electrode pads were not returned for evaluation. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend. Please note that the device was connected to a crew member who had a pulse. The devices indications for use instructs users to apply product to patients who are pulseless.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain an ECG signal via electrode pads when applied to a crew member. Complainant did not indicate that there was any adverse effect to the crew member due to the reported malfunction.